Event description:
It was reported that when using the bd pyxis¿ es server proceed with the dr process due to san storage failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had to continue with the disaster recovery process due to storage failure. A technical support specialist (tss) stopped station services, backed up the database, performed reverse resynchronize using the script, obtained the server key, ran the inventory report, saved the query in the secure backup location, completed full synchronize, reactivated purge selection, and rebooted the device. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server proceed with the dr process due to san storage failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.